Manufacturer narrative:
Unit alarmed motion sensor test failure during rewind. Problem isolated to mother board. The motor was tested outside the device and passed. Unable to perform displacement test due to motion sensor test failure alarms. Unable to perform displacement due to motion sensor test failure alarm. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure while he attempted to rewind. The customer was unable to leave the rewind screen. Customer's blood glucose level was 311 mg/dl. The displacement test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.